Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported there was a ventilator failure on the fabius. No patient injury reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was carried out based on the event description, the logfiles, a visual inspection and test of the pump. The evaluation of the logfiles revealed that during the date of event, there was a v045 membrane pres high (-400mbar) entry. This event is logged when the membrane vacuum exceeds the maximum value for auto-ventilation (approx. -250 mbar). The ventilator stops as a precaution and the device alarms for "ventilator fail". In this case automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. Possible root causes for a high membrane pressure are: squeezed tubing, pump calibration necessary, blocked pump filter, pump out of specification, pump control mechanism placed on the processor board out of specification. Further findings including the exact root cause are described under complaint (B)(4), MDR report no. 9611500-2018-00100.